Manufacturer narrative:
(B)(4). Describe event or problem - additional. Model number - correction. Expiration date - correction to remove date. Report source - correction to remove other. Device code - additional.

Event description:
The complaint device was returned to animas for evaluation. The device was visually inspected by animas and no cosmetic flaws were found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The customer complaint was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned to dexcom for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015, on behalf of a patient, to report that the patient's transmitter was out of range for an unspecified amount of time during a 12 hour session on (B)(6) 2015 . The sensor was inserted at the arm on (B)(6) 2015. No additional event or patient information is available. No product or data was provided for investigation. The reported complaint cannot be confirmed. The root cause cannot be determined. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.